Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no traces were confirmed that indicating that device handling or reprocessing method by the user deviated from instructions for use (IFU). However, the cause of the event is likely due to wear and tear. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the IFU section: IFU: tjf type 160vr operation manual chapter 3 preparation and inspection inspection of the forceps elevator mechanism states how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the gap of adhesives between the holding ring and the distal end, the following were found: all switches did not work due to corrosion on the switch cable; the air/water cylinder and the suction cylinder had no color; the grip was scratched; the suction connector was deformed; the electrical connector was corroded due to water leakage; water tightness was lost due to a cut on the bending section cover; the forceps lever did not move smoothly due to deformation of the knob wire; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked; and the universal cord's coat was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, and there was a gap of adhesives between the holding ring and the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.